Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and found that the exterior of the subject device had no abnormality. Then the subject device was transferred to omsc for investigation. Omsc checked the subject device and found that the followings; the test was conduct with using the subject device for finding unstable operation, but it could not duplicate the reported phenomenon. When the subject device was connected and operated with following the instruction, there was no abnormality. There was no abnormality of the image on the screen when the power was turned on, the continuous current test was performed, the power was turned on and off repeatedly. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since it has not been duplicated the reported phenomenon, omsc could not identify the cause of this malfunction. However based on the report of sorc and the investigation result, omsc surmised there was the possibility this phenomenon was attributed to following causes; it might have occurred the temporarily failure of the power supply board of the subject device. It might have occurred due to the influence of the facility power supply environment, other than the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was unstable which was like intermittently disappeared (no image) or appeared when the power cable was moved during preparation for the unspecified diagnostic procedure. When the image was appeared, it could see the olympus_ logo showing on the screen. The intended procedure was completed with the subject device and without changing the set of devices. After that, the field service engineer of the olympus went to and checked the subject device at the user facility. But it could not be duplicated the reported phenomenon. There was no patient injury associated with this report.